Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The patient received an additional surgery to remove a screw in an area of reported pain. Physician determined the pain is unrelated to the screw. No known deivce problem with screw.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.